Event description:
Boston scientific received information stating, the physician noted, for the rv lead an abrupt rise of the pacing impedance and of the pacing threshold, but no rise of the shock impedance. The physician suspected a clavicle/first rib entrapment or a connection issue. He scheduled a revision procedure to verify that. Today, when he opened the pocket, he checked the connection that seemed ok. He reconnected the lead from the header and verify lead measurements. Measurements were correct with the psa. He connected again the lead to the header, all measurements were correct. He mobilized the pocket and performed the shock test. Hospital: (B)(6), dr.(B)(6), event date: (B)(6) 2011, implant date: (B)(6) 2002. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).